Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified a hole on the pebax. The finding was identified on (B)(6) 2022. It was initially reported by the customer that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve came apart and made it difficult to pass the dilator. It was reported that the hemostatic valve came apart and made it difficult for the dilator to come through. The sheath was replaced, and the issue remained. The sheath was replaced, and the issue resolved. The sheath was replaced again with a 3rd sheath and the issue resolved. The procedure was completed without patient consequences. This report is for the 2nd sheath used in the case. The report for the 1st sheath was reported in manufacturer report number 2029046-2021-02171. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record was performed for the finished device 50000020 number, and no internal actions related to the complaint were found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).